Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced low blood glucose level. The customer¿s blood glucose was 48 mg/dl and 65 mg/dl. The customer blood glucose level was dropped from 85 to 45 mg/dl. The customer was treated with food. The customer declined troubleshooting for low blood glucose. The customer had broken leg, broke ankle, tore tendons off that holds bones together and tore tendons off in her ankle. The insulin pump will not be returned for analysis.